Manufacturer narrative:
The product was not returned for inspection. As reported through the legal department, a patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. The device subsequently tilted and perforated her vena cava. As result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. No additional information is available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported events could not be confirmed and the exact cause could not be determined. Given the limited information available for review, the timing and mechanism of the reported filter tilt remains unknown. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via (B)(6) vs. Cordis, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. The device subsequently tilted and perforated her vena cava. As result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. No additional information is available.